Manufacturer narrative:
(B)(4). G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02651. 0001825034 - 2023 - 02652. 0001825034 - 2023 - 02654. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. H3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure due to implant wear and instability. There is no additional information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right tha with shallow acetabular cup and undersized femoral head and short femoral neck. Mild radiolucency along the femoral diaphysis with cortical thickening could indicate loosening. The complaint cannot be confirmed by the provided radiographs. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.